Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter :   it was reported by the consumer that when taking the injection the insulin did not flow.   Date of event : unknown. Sample: not available.